Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon for a polypectomy site closure during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, a snap and crackle were noted during the deployment process; however, the clip would not release from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.